Manufacturer narrative:
Initial 1 of 2. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. The product model number and lot number of the dressing are unknown. However, the product name provided was convafoam wound care dressings. Hence, the closest model number 423253 has been added. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Third party manufacturing site: 9007853.

Event description:
This emdr is being submitted for an unknown quantity of dressings in which issue was experienced with an unknown number of patients. The nurse reported to our company¿s regional sales manager via electronic mail that for an unknown number of dressings from unknown market unit (mu), the health care provide (hcp) was unable to lift, assess and reapply without having to obtain a new dressing to get it to stick. It was also reported that the nurse was instructed to not use skin preparation and because of the inability to reapply they to reapply a new foam much more frequently than before. She also reported that from continued use of company¿s unknown foam dressing, it caused discomfort upon removal with often re-injury to wound being treated. Due to this, nurse had to add additional other company¿s gauze dressing or a different non-adhering dressing or vitamin a+d ointment to prevent the center of the foam sticking to the wound base causing injury. Moreover, the health care provider stated that they still had to use adhesive remover in some cases to take foam off safely to assist with decreasing patient discomfort. Also, it was reported that they could not utilize them for protective foam dressings on the face per our policy due to discomfort upon removal. No photograph was available at this time.